Event description:
Information received by medtronic indicated that there was a connection issue as it got disconnected from the inpen application. No harm requiring medical intervention was reported. The troubleshooting was performed during the call. The product could not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation: complaint was reported for inpen app vs 5.7.1.0. Pt device samsung galaxy a13 with android 10. Pt husbands call as pt was disconnected from inpen app and when trying to reconnect, pt need to reset password but never receive email to reset password. Sent an email to the patient with work email and email was received in less than 30 second caller will contact mailbox operator to make sure that our email address is not blocked / spammed as he does not have the option the clear it himself. Root cause: unknown. Analysis results: patient communicated their preference to use their original account and r&d reset their password to enable sending of verification email. However, the patient still did not receive the email. This indicates that the email was blocked by their provider. This is not an inpen app issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.